Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017 the patient underwent a laparoscopic appendectomy, after 11 days ((B)(6) 2017) the patient had abdominal pain and had a diagnostic laparoscopy, they found an open staple and it was removed. No patient injury.